Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer board issue. A field service engineer replaced the drawer board and changed the position sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es drawer would not open. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.